Event description:
It was reported that during a coronary stent procedure, removal difficulties were encountered. The lesion was pre dilated with a maverick 3.0 balloon catheter. The express2 was advanced, however, the physician was unable to cross the lesion. During removal of the delivery/stent device, the proximal edge of the stent became caught on the guide catheter. Resistance was encountered and the entire system was removed without incident. No pt injuries or complications were reported.